Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5103109 that a female patient who underwent a breast augmentation primary with two unknown mentor memorygel breast implants has experienced unexplained systemic symptoms postoperatively, including fatigue, brain fog, joint pain, and diagnosed with rheumatoid arthritis. As a result, patient underwent bilateral removal on (B)(6) 2021. This report relates to the right prosthesis.